Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. Physical examination of the device did not confirm the allegation. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device (lot/serial/batch) number, and no non-conformances / manufacturing irregularities were identified device history review : 1) quantity manufactured: (B)(4) pcs. 2) date of manufacture: 5/28/2021. 3) any anomalies or deviations identified in DHR: no anomalies detected. 4) expiry date: none. 5) IFU reference: k corrected: h3.

Event description:
Customer is not able to clean the instrument behind spring balls. No adverse patient impact, no surgical delay. Seen in cssd.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.